Event description:
A literature article reported four patients experienced anterior chamber hyphema following cataract with intraocular lens implant procedures. There were two cases in group a and two cases in group b. All cases were caused by conjunctival or scleral tunnel wound bleeding and effusion. Hyphema was spontaneously absorbed in four to five days. There were no serious complications such as corneal endothelial decompensation or lens nucleus falling into vitreous cavity in either groups.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Ophthalmol chn, 2013. Vol22, no.2. (B)(4).